Event description:
Correction: the previous or initial MDR submitted on april 03, 2023, was filed inadvertently. No infection has occurred. The device was explanted on (B)(6) 2023, due to chronic pain. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection. There are no plans to re-implant the patient with a new device as of the date of this report.